Event description:
Hospital reporting that the fluid delivery set packaged within their convenience kit is allowing air to be aspirated into the system. There has been no air injection or patient injury. A sample is being returned for evaluation.